Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department detected varying-colored images (purple/green) and traced this issue back to the cable unit. The following possible causes were identified: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig 5016938 not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available - the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope had an image that becomes pink as soon as they approach a tissue. It has been tried on different columns and always with the same problem. The scope was also tested over several days. The reported issue was found during estimation repair of the device. There was no injury or health damage due to the reported event.